Event description:
If the sao2 ear clip falls off the ear and lands next to the pt, the monitor still displays a partially irregular signal (instead of a base-line). (Caused by movement of the pt and possibly a light source). The indicated 02 value is between 70 and 90%. (The sensor is most of the time within 20 cm of the pt). The pts are then in the process of regaining consciousness. According to (biomed), the same problem also occurs with the other monitors (sc7000/sc9000). No alarm is initiated!!